Manufacturer narrative:
(B)(4). Fisher & paykel healthcare are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported an issue with the rd900 neopuff infant resuscitator. Upon device servicing at the fisher & paykel healthcare (f&p) regional office in (B)(4) , it was found that the manometer was faulty. There was no patient involvement.

Manufacturer narrative:
Ps364803, method: the rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in california where it was performance tested by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician and our knowledge of the product. Results: performance testing of the subject rd900 neopuff infant resuscitator revealed that the manometer was faulty. Conclusion: we are unable to determine what caused the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is noted that the subject neopuff is over nine years old. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in new york reported an issue with the rd900 neopuff infant resuscitator. Upon device assessment at the fisher & paykel healthcare (f&p) regional office in california, it was found that the manometer was faulty. There was no patient involvement.